Event description:
The caller alleged discrepant results when repeated the test with inratio meter. The results are as follows: 1.7, 3.4; average: 2.55, stdev: 1.20, %cv: 47.14.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.7, 3.4, average: 2.55, stdev: 1.20, %cv: 47.14. As per internal procedure tr#0150 rev.2, if the %cv is greater than 20% the criterion is not met. The product will be investigated.